Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04599. It was reported pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. During the transseptal puncture there was concern of ¿hitting¿ the back wall. Imaging was performed to check for pe and no significant change was noted; no contrast was noted entering the pericardial space during contrast injections. The procedure continued. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed once and released successfully. Imaging was performed again with no significant change. However, while in the post anesthesia care unit (pacu) the patient¿s blood pressure dropped. Ultrasound guided pericardiocentesis was performed and 500ml was drained and then re-infused back into the patient via cell saver. The patient was stable and doing fine.